Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. The customer¿s blood glucose level was 137 mg/dl. The customer reverted to alternate insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.